Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported by patient's attorney that allegedly the patient was implanted with an accolade tmzf and lfit anatomic cocr v40 femoral head on his right hip on or about (B)(6) 2009, and was revised on (B)(6) 2021. He presented to the ER where the stem neck fracture was identified on radiographs. It is further alleged that during the revision the small proximal fractured part of the stem was still located within the metal femoral head and these were removed.